Manufacturer narrative:
A patient experienced high impedances was reported to abbott. It was determined the patient lost effective therapy and had high impedances. As a result, the left lead was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected: d4 - device information was updated.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the left lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000125390.

Event description:
It was reported patient had an accident and lost effective therapy on the left side since due to high impedances on the left lead. Surgical intervention may be pending to address the issue. Investigation was unable to determine which lead was at fault.